Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when attempting to place the right atrial (ra) lead, the helix kept "jumping" out when extending it. The lead would not stay in place. A different lead was used. No patient complications have been reported as a result of this event.